Event description:
Related manufacturer reference number: 2938836-2019-05343. It was reported that the atrial and rv lead were explanted due to dislodgement. This was the patients 3rd revision. Twiddlers syndrome is suspected. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.